Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2016 with the following findings: investigation revealed that the display was dim and discolored, the battery compartment was cracked, and the battery compartment threads were damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and the battery compartment was damaged. This report is made based on results of investigation completed on 04/01/2016.